Manufacturer narrative:
In response to FDA report number mw5085722. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "symptoms consistent with bia-alcl, strange red rash, pain and cording, nerve pain in right arm, hand, and index finger, shooting pains in my chest and upper back, extreme fatigue, weakness," and "capsular contracture," baker grade unknown. Device remains implanted.